Event description:
As reported via the (B)(4) study, a patient was hospitalized due to complaints of chest pain and shortness of breath with minimal exertion approximately five months after the index procedure. The patient underwent a cardiac catheterization with stenting of lmca/lcx that was a known lesion that had been treated medically in the past. There was no action planned to treat the previously placed 2.5 x 13mm cypher stent; however, it was noted that there was restenosis present (90-99%). No further treatment was planned. The cardiac chest pain resolved the following day and the patient was discharged from the hospital. In the investigator's opinion, the event of cardiac chest pain was considered moderate in intensity, not related to the study medication, not related to the study device and not related to the study procedure. At the time of the index procedure, the patient underwent deployment of a 2.5 x 13mm cypher stent in the proximal rca after predilation with a 2.5 x 8mm balloon at 14atm. The lesion was 11mm in length, de novo, and located in a bifurcation. The reference vessel was 3.25mm in diameter. The stent was post-dilated at 20atm for 28 seconds. Post stent deployment residual stenosis was 10% with timi 3 flow. The patient was discharged the following day on 325mg aspirin and 75mg clopidogrel.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a (B)(6) female from the dapt study experienced restenosis approximately five months post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace includes diabetes mellitus, hypertension, previous myocardial infarction, coronary artery bypass graft (CABG) on (B)(6) 2009, vancomycin allergy, and breast cancer that was treated with chemotherapy and surgical resection. The indication for the index procedure was acute coronary syndrome (acs). Pci was conducted to treat a lesion in the proximal rca. The lesion was described as de novo and located in a bifurcation, 11mm in length in a 3.25mm reference vessel diameter. The lesion was pre-dilated before a 2.5 x 13mm cypher stent was implanted at 16atm. In the proximal rca. Post-dilation was conducted. The residual stenosis measured 10% and timi 3 flow was recorded. The patient was discharged the following day on 325mg aspirin and 75mg clopidogrel. Approximately 5 months later, the patient experienced chest pain and shortness of breath with minimal exertion. The patient underwent a cardiac catheterization with stenting of lmca/lcx that was a known lesion that had been treated medically in the past. Additionally, it was noted that there was restenosis present (90-99%) in the cypher stent implanted in the proximal rca. However, no treatment was conducted at this time and no further treatment was planned. The cardiac chest pain resolved the following day and the patient was discharged from the hospital. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes, aggressive coronary artery disease after CABG), vessel/lesion factors and procedural factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.